Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years, 5 months post successful tavr the patient was brought back for retreatment of their 23mm sapien 3 valve due to stenosis. A thv in thv procedure was performed successfully with a 20mm s3 valve was used to treat the stenosed 23mm s3. The results were great and the patient was doing well post procedure. Medical records were received. Recent echo showed the valve had mildly thickened leaflets and the transvalvular velocity had increased more than expected. Severe stenosis was observed with mild pvl. At the time of the valve in valve procedure, the patient presented with syncope and chest pain. The procedure was considered a success with no pvl and no significant gradient across the valve.

Manufacturer narrative:
Added h.6 type of investigations and investigation findings. Corrected h.6 device code and investigation conclusions. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU was reviewed. Accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate thv performance. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration are considered a potential risks associated with the overall procedure. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. While edwards durability testing of sapien 3 valves meets and exceeds current standards for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The valve degeneration / deterioration was confirmed by medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Additionally, it was noted that patient had a history of stenosis of native aortic valve and diabetes. It is widely understood that patients with prior history of stenosis of the native valve may be predisposed to bioprosthetic calcification. The diabetes is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (pre-existing valvular disease process, diabetes) may have contributed to the complaint event.